Event description:
The report received from the patient/initial reporter stated that approximately nine (9) months after the index procedure, two (2) of the previously implanted cypher stents were 75% blocked. The blocked stents were treated by implantation of two (2) taxus stents. The report also stated that the patient's other four (4) stents are 30-40% blocked. Attempts to obtain additional information have been unsuccessful as of to date.

Manufacturer narrative:
This complaint is for two products with an unknown catalog and lot number. The products are not available for evaluated and testing. A female patient with a history of cad, anxiety and a 'pinched vein in her head' experienced restnosis six months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in unknown coronary arteries. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were reported. It is not known if any of the lesions were pre-dilated prior to the placement of six cypher stents of unknown sizes at unknown maximum inflation pressures. According to the IFU, the use of more than two cypher stents has not been clinically established. The post procedural administration of asa or plavix was not reported. Six months after the index procedure, the patient underwent a repeat angiogram that revealed 75% restenosis in two of the previously implanted cypher stents. In addition, 30-40% luminal narrowing was noted in the other four cypher stents. The restenosis was treated with the placement of two non-cordis des. Multiple attempts to obtain further information have been unsuccessful. The products remain implanted in the patient, and are thus not available for evaluation. In addition, DHR reviews could not be performed since the lot numbers were not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the devices and the event. However, there are possible vessel and procedural factors that may have contributed to it. This is the initial/final report for these two products.